Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was for the last 2 or 3 days the pts therapy had not been working for they were getting no stimulation to their back. Pt was getting the message settings not available. Patient was not able to change from group a to b to c or change the intensity on any of them. Patient reset the controller but that did not resolve the issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issues. Patient mentioned they had this problem before about 3 years ago and it was resolved but this started up again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they met with the hcp and they were equipped to address the problem. The hcp told patient to contact rep. Patient has not been able to talk to rep at this time.